Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The next day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intravenous and intraperitoneal vancomycin (1.0 - 1.5 grams, duration for three weeks, frequency not reported) for peritonitis. Four days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the event. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.